Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed getting several calibration errors 80 (water check time out - unable to reach calibration temperature), 82 (water check time out - other condition), 2 (pre-warm inlet pressure error). They replaced the heater and had some of the similar errors but it was disconnected pump connecters, they were able to correct the issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was heater failure. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed getting several calibration errors 80 (water check time out - unable to reach calibration temperature), 82 (water check time out - other condition), 2 (pre-warm inlet pressure error). They replaced the heater and had some of the similar errors but it was disconnected pump connecters, they were able to correct the issue. Per follow up information received on 15jul2024, biomed confirmed device working appropriately after reconnecting the pump connectors. The device has been returned to service.